Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ universal viral transport kit, 3 ml, flocked flexible minitip has been found splashing onto the patient. The following has been provided by the initial reporter: uvt 220531 reagent splashed on a patient. Contents of the vial were spilled on customer's clothes and partially into her mouth.

Event description:
It has been reported that the bd¿ universal viral transport kit, 3 ml, flocked flexible minitip has been found splashing onto the patient. The following has been provided by the initial reporter: uvt 220531 reagent splashed on a patient. Contents of the vial were spilled on customer's clothes and partially into her mouth.

Manufacturer narrative:
H.6. Investigation: this statement serves to summarize findings on the recent complaint on product 220531 (kit uvt 3ml with flocked flex minitip), lot number unknown, where it was observed that the media splashed out of the tube and onto a patient. Event description: " it was reported that uvt 220531 reagent splashed on a patient.¿ complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record could not be performed as a lot number was not provided. Sample analysis: no photos or returns were available. The retention samples could not be inspected as a lot number was not provided. Evaluations results: based on the investigation, no defect was observed. There is no systemic failure in the manufacturing process. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. No further actions will be taken as no confirmed trend has been identified. Bd will continue to monitor for trending.